Manufacturer narrative:
(B)(4). One used lf1723 was received for evaluation. The returned sample met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. The jaw force was acceptable. Testing was also performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. The IFU states, do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Manufacturing non-conformance review is not required since the lot number is unknown.

Event description:
The customer reported that during the procedure the physician attempted to seal the mesentery proper but bleeding did not stop. The physician manually sutured the tissue to stop the oozing bleeding. There was no patient harm.